Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The generator interface board battery was replaced and the software was reloaded. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system would not stop fluoroing. No patient injury was reported.